Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection was performed, and noted brown particles on the device. Visual inspection also noted discoloration on the taper, and scratches were observed on the port. Leak testing was performed and observed no leakage of the device. A fill test was performed and no blockage was observed. Device labeling addresses the reported event as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the physician performed a fill of the patient's lap-band system, and noted there was "less saline retrieved." The device was reported to have a port leak, and the port was removed and replaced.